Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise oversensing that resulted in inappropriate atrial tachy response (atr) events. Technical services (ts) was consulted and provided troubleshooting options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.